Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse resting with associated code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing with associated with code 203 - pulse test fault. He cause for the code 203 is a broken leads on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken leads on c22. The last pt to use this monitor did not report any deficiencies.